Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the starclose se was deployed as usual for arteriotomy closure following an arteriogram in a common femoral artery using a 5f sheath. After deploying the starclose se clip, the starclose se device became stuck in the anatomy. The access ports were used to release the device without success. The sheath came out of the anatomy but the wings were stuck. The device was pulled apart with a wire cutter. Only the wings and the wire were in the body. An oversheath was used over the stuck portion of the starclose se, loosening the stuck portions from the anatomy and temporarily holding pressure to stop blood flow. The starclose se was able to be removed. There was no hematoma and no tissue damage. Hemostasis was achieved with manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.